Manufacturer narrative:
Section a5: unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt has been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a mark on the optic, therefore, the surgeon removed it from the patient's right eye. Through follow up, it was learned that there was no patient injury. There was no medical or surgical intervention outside the standard of care required. The iol had to be cut in half to be removed from the patient's eye during the same surgery and another lens was implanted as a replacement. No other information was provided.